Event description:
It was reported the surgeon was not able to get the screw to tighten down on the lead. They tried grabbing the wrench with the plastic hex portion of the screwdriver and that did not work. A new accessory kit was opened and that screwdriver did not help. The screw could be seen spinning in the implantable neurostimulator (ins); however it was not gripping or catching on the grooves of the internal battery. The surgeon tried for about 15 minutes and ultimately ended up using different ins. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_prog, product type: programmer, physician. Product ID neu_wrench_acc, product type: accessory. Product ID neu_wrench_acc, product type: accessory. (B)(4). Analysis of the implantable neurostimulator found that the setscrew was backed out too far and damaged. The setscrew was rounded out/stripped.